Event description:
It was reported that when devices were used during an unknown procedure, the devices would not arm. Another device was used to complete the case. There was no consequence to the patient.